Event description:
It was reported that minor leakage between the tubing and site connector. There was no harm reported, and the issue was resolved by replacing the infusion set on (B)(6) 2026.

Manufacturer narrative:
MDR (B)(4) / initial 4 of 4. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.